Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021, the user heard popping sounds and later had no access to sound with the device. Even using the backup audio processor did not evocate any hearing sensation. On (B)(6) 2021, the user was seen for testing and same symptoms were observed with the users as well as with a backup audio processor. On (B)(6) 2021, the users wife reported that the user was not hearing anymore with the device.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On (B)(6) 2021, the user heard popping sounds and later had no access to sound with the device. Even using the backup audio processor did not evoke any hearing sensation. The user has been re-implanted.

Manufacturer narrative:
Additional information:according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On june 28, 2021, the user heard popping sounds and later had no access to sound with the device. Even using the backup audio processor did not evoke any hearing sensation. The user has been re-implanted on (B)(6) 2021. Despite requested, the concerned device could not yet be returned for investigation.

Event description:
On (B)(6), 2021, the user heard popping sounds and later had no access to sound with the device. Even using the backup audio processor did not evocate any hearing sensation. Re-implantation is recommended. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.